Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device had locked-up and become unresponsive. There was patient involvement associated with the reported event. The reporter advised that the patient survived the event and that there was no patient harm as a result of the reported issue. (Please note: section a4, weight, is actually 278.2 lbs, however the esub form would not allow decimals).

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the lcd touchscreen locking up and becoming unresponsive could not be duplicated during extensive testing. Ventec downloaded the device's electronic records for analysis where data was observed which indicated that the reported issue likely did occur. Ventec replaced the control board to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. Based on the information available, the investigation determined that the likely cause of the reported issue was the control board.